Manufacturer narrative:
Unit was received with blank display. Unable to perform active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. P-cap was attached and locked into place properly. Unable to download history files and traces using thus due to blank display. Unit was cut open to perform visual inspection and found evidence of the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. In addition there is evidence of moisture damage on pcba 2 and force sensor. The following were noted during inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked belt clip rails, cracked case (battery tube), stain serial label, keypad overlay texture damage, misaligned battery tube. Unable to confirm device heating up due to blank display. Blank display is confirmed due to misaligned battery tube. Unable to download traces and history files due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was heating up inside the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.